Event description:
It was reported that an asymptomatic presented for a right ventricular lead extraction due to unacceptable thresholds. The thresholds had been slowly rising and the sensing was growing weaker. No physical damage was observed upon the lead's extraction. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.